Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222404 presented no issues during the manufacturing process that can be related to the reported event.

Manufacturer narrative:
This device has not been analyzed yet and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation sterile heparin saline leaked from the balloon of a 5f mynx control vascular closure device (vcd). The balloon ruptured. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). No damage was observed prior to opening the package. The device is being returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during preparation, sterile heparinized saline leaked from the balloon of a 5f mynx control vascular closure device (vcd). The balloon ruptured and lost pressure during prep. Another mynx device was used to achieve hemostasis. There was no reported patient injury. The device was stored, opened, and prepared according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The device was opened in sterile field. No damage was observed prior to opening the package. The device was purged of air during prep. The mynx vcd was to be used in a diagnostic coronary procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was a little vessel tortuosity. There was no pvd/calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no scar tissue present in the vicinity of the puncture site. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. The procedure sheath and the syringe were not returned for evaluation. During visual inspection, it was noted that both button 1 and button 2 were not depressed. The stopcock was set on the open position. The sealant remained in the manufacturing position swelled by the blood saturation. The sealant sleeve assembly presented with an outward kinked condition exposing the sealant. The atraumatic tip did not present with any damages or anomalies. The device was blood saturated. Inflation/deflation test was performed on the returned device a leak in the balloon was noted. Therefore, the balloon was inspected using a vision system to obtain a magnified image and a pin hole was confirmed. A product history record (phr) review of lot f2222404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by customer as ¿balloon loss of pressure¿ was confirmed. The loss of pressure was caused by a pin hole in the balloon. The exact cause of the observed damage could not be conclusively determined during the analysis. This type of rip, although not reported, is typically observed when the balloon and the calcification and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) come into contact. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation sterile heparin saline leaked from the balloon of a 5f mynx control vascular closure device (vcd). The balloon ruptured and loss pressure during prep. Another mynx device was used to achieve hemostasis. There was no reported patient injury. The device was stored, opened and prepared according to the instructions for use (IFU). The device storage temperature did not exceed 25 degrees c. The device was opened in sterile field. No damage was observed prior to opening the package. The device was purged of air during prep. The mynx vcd was to be used in a diagnostic coronary procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f noncordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was a little vessel tortuosity. There was no pvd/calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no scar tissue present in the vicinity of the puncture site. The device will be returned for evaluation.